Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. After dressing change, the surgical incision was slightly raised, accompanied by a slight erythema and inflammation of the skin. After exploration with curved forceps, it was found that the incision healed poorly and there was wound secretion at the site where the suture knotted. Considering reaction to suture knot, so dressing change should be strengthened. It prolonged the recovery time of patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m vicryl ce. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Results? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the suture removed? If yes, was any re-suturing performed? Please provide additional description of ¿exploration with curved forceps¿. Was this considered an additional surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/6/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. After investigation, a 44-year-old male patient underwent trauma surgery in 2021. The surgeon used vcp345h for subcutaneous tissue suture in the way of interrupted suture during surgery. The intraoperative suture was smooth.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/28/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: date and name of index surgical procedure?: (B)(6) 2021. The following information was requested, but unavailable: please provide the patient's demographic information including weight, bmi at the time of index procedure---unk the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Results? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the suture removed? If yes, was any re-suturing performed? Please provide additional description of ¿exploration with curved forceps¿. Was this considered an additional surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? All answers above are unobtainable. Once there is any update, we will update the information.